Event description:
The facility's biomed reported a fail code 550, which occurred during pt use. No pt injury or medical intervention was reported to have occurred. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.